Manufacturer narrative:
It is unknown if the device was returned for analysis; the customer does not know what happened to the device. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4). Related to manufacturer report number: 3011649314-2024-00841.

Event description:
A healthcare professional reported that the anchors from two xtra-silent nite slide-link sleep appliances broke.